Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on the credential login screen. A technical support specialist remotely accessed the station and identified no issues. The field service engineer confirmed that new credentials and the remote support service had been successfully installed, and the issue was resolved. The system functioned as intended after field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on the credential login screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.